Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. A correction bolus via the pump was delivered to address bg. Reportedly, the customer was using pump supplies beyond labeling. Tandem customer clinical support informed customer that using pump supplies for more than 48 to 72 hours is off label per the user guide. System check with tandem technical support confirmed that the pump and related supplies were operating as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Per tandem user guide: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.